Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that when unclamping one line of the quad-fuse tubing extension set it "broke near the hub" and blood started leaking out onto the bed. The tubing was clamped and the other 3 lines remained in use to infuse lipids and tpn. There were no adverse effects to the patient as a result of this event.